Event description:
Consumer called to report her meter getting widely different readings. Analysis run on clark error grid using mean average reading - (185) as reference point vs. Bd readings (347,23) yielded some data points in the c/e range, the grid, outside acceptable limits.